Event description:
A ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during functional testing. The device's sensing printed circuit assembly board required replacement to address the issue. The device passed final testing after component replacement.